Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) inappropriately went into backup operation with high voltage therapies disabled. Additional information was requested and not received.